Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70 serial #: (B)(4) description: linear 3-4 lead, 70cm model #: sc-9218-55 serial #: (B)(4) description: precision m8 adapter, 55cm model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms were pain, fever and flu. It was believed that the infection was procedure related. It was noted that the patient did not have great mobility. The patient was prescribed antibiotics and underwent an explant procedure.